Manufacturer narrative:
Date received by manufacturer has been used for this field. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® ctad blood collection tubes had "underfill"

Manufacturer narrative:
Correction: per comments in bd internal notes 17-dec-2018 plant number/description were corrected. (B)(4).

Event description:
It was reported that bd vacutainer ctad blood collection tubes had "underfill".

Manufacturer narrative:
Event or problem description is corrected to it was reported that the bd vacutainer® blood alcohol determinations sodium fluoride potassium oxalate had underfilled. No serious injury or medical intervention. Medical device brand name is corrected to bd vacutainer® blood alcohol determinations sodium fluoride potassium oxalate. Unique identifier (UDI) # is corrected (B)(4). PMA/510(k) # is corrected to k901449. (B)(4).

Event description:
It was reported that the bd vacutainer® blood alcohol determinations sodium fluoride potassium oxalate had underfilled. No serious injury or medical intervention.